Event description:
Unit would not power up on receipt. Service evaluation determined the failure could result in failure to alarm during use on a pt. No pt was involved. Issue found during in-house service evaluation/testing.